Event description:
Unrelenting hip and thigh pain. Inability to walk. 11/1/96 x-ray shows hip prosthesis stem fracture not present on 4/96 x-ray. Redo of right total hip done 12/2/96. No info on MFR of device implanted in 1972 or 73.